Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported her insulin pump alarmed no delivery yesterday and today it alarmed button error. Customer's blood glucose is 104 mg/dl. Customer was kicking a soccer ball around when the device alarmed. She stated the alarm was resolved with a complete set change. Customer declined trouble shooting because she already changed her infusion set. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.